Event description:
Medtronic received information that 1 year 1 month following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was not reported. Echocardiogram showed no paravalvular leak (pvl) and a gradient of 8mmhg. The patient was being evaluated for a potential sapien-in-evolut procedure. No additional adverse patient effects were reported. Additional information was received that indicated the patient experienced shortness of breath and mild pedal edema; however, no tre atment was provided and the echocardiogram showed a normal valve function.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: a4. Patient weight added b2. Outcome attributed removed b5. Second paragraph added h6. Patient, device, and conclusion codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year 1 month following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was not reported. Echocardiogram showed no paravalvular leak (pvl) and a gradient of 8mmhg. The patient was being evaluated for a potential sapien-in-evolut procedure. No additional adverse patient effects were reported.